Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken. Review of the event history log was not required. Functional tests were performed. Upon review, the reported problem was duplicated, there was liquid damage to the battery compartment and battery door. It was determined that the liquid chemical damage from the customer was the root cause. The battery door and battery compartment were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited liquid intrusion, and the battery is not detected. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.